Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer contacted via phone and stated that within 2-3 days the brush head was already loose and he/she had all the pieces of metal in his/her mouth; this happened with a second and third brush head as well. No injury was reported.